Manufacturer narrative:
Updated fields: h6 (type of investigation, investigation findings, component, investigation conclusions). The getinge service territory manager (stm) evaluated the iabp unit. In order to resolve the issue, the stm replaced the drive manifold assembly. The stm performed unit checkup, and the unit passed all functional and safety test. The unit was then cleared for clinical use.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) unit failed drive manifold test. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.